Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead had a possible fracture. It was noted that the lv lead had no measurable capture thresholds with high and undefined impedance measurement. The lead was capped and replaced. No patient complications have been reported as a result of this event.